Event description:
It was reported that the patient experienced toxicity. No medical or surgical intervention was reported.

Manufacturer narrative:
No product was returned, thus the failure mode reported was not confirmed and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).